Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; unable to complete steps. The cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the bb/alarm history. The error is resident to flash chip (u39). Abb cover damaged/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.